Manufacturer narrative:
This device was used for treatment, not diagnosis. Date of event is unknown. Device is an instrument and is not implanted / explanted. (B)(6). Investigation could not be completed, no conclusion could be drawn as no device was returned. Review of manufacturing records has been requested. The review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. There were no ncrs generated during production. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4): subject device has been received and is currently in the evaluation process.device was used for treatment, not diagnosis.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
(B)(6) reported the following event. It was reported that four screwdrivers are stripped or have broken tips. The surgery was completed with alternate instruments. There was no patient harm and no surgical delay reported. The patient outcome was not reported. This is report 1 of 2 for (B)(4).

Manufacturer narrative:
A product evaluation was performed. The investigation of the complaint articles indicates that the: four 3.0mm hexagonal screwdrivers with t-handle (part#: 314.132 lot#s: 8340198, 8483523, 8483523, 8340198) were returned for reportedly breaking or twisting. The drivers are included in the universal spinal system (uss) variable axis screw (vas) system used for posterior fixation of the lumbar spine (posterior pedicle fixation of uss intended to be used for t1-s2/ilium). The system utilizes screws with variable axis heads that offer ±25° of angulation to provide optimal rod placement and simplify construct assembly. The hexagonal screwdriver is used, along with a holding sleeve, to insert these screws into the prepared pedicle (uss vas technique guide j3911-g). Product drawings (B)(4) were reviewed during the investigation. Two drivers were returned with the tip twisted in the direction of screw insertion and two drivers were returned with the 5mm length of the hexagonal tip broken off. The shaft and tip of the driver are made from hardened and tempered 440b stainless steel. A previous evaluation calculated the torque to yield as approximately 4.37nm and the torque to failure as approximately 5.15nm. It was also determined that the torque experienced by the driver while inserting a screw into the sacrum can be higher than 5nm. The driver can deform and possibly break during intended use and therefore the design may have contributed to the complaint conditions. Other possible causes for the drivers breaking/twisting include the drivers not being fully seated in the screw head recess, increasing the amount of shear stress at the tip. Excessive torque may have also been applied however the use of the driver is indeterminable. This complaint is confirmed as the drivers were returned broken or twisted. The torque to yield for the tip of the driver was determined to be approximately 4.37nm while the amount of torque required to insert a screw into the sacrum can be greater than 5nm. The design therefore may have contributed to the complaint conditions. Details regarding the technique used were not provided and so it is also possible that not fully inserting the driver into the screw or using excessive torque could have contributed to the breakage/twisting of the driver. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.